Manufacturer narrative:
The field service engineer (fse) visited the customer's site. The fse verified that pinch valve tubing and syringe barrels were configured correctly. The fse also did a system check for pipetting performance and was successful and passed all levels. Calibration was last performed on (B)(6) 2023 with acceptable results. No issues were identified during a review of the alarm trace data. Based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified.

Event description:
We received an allegation of questionable results for 1 patient sample tested for elecsys hcg+b (hcg+b) on a cobas e 411 immunoassay analyzer. On (B)(6) 2023 the customer ran a patient's sample which initially resulted in an hcg+b value of 0.479 miu/ml and upon repeat they got an hcg+b value of 13.28 miu/ml. The result of 13.28 miu/ml was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2023 the customer ran the patient's sample again and got an hcg+b value of 0.620 miu/ml. The result of 0.479 miu/ml was deemed to be the correct result. The hcg+b reagent lot number was 64377005 with an expiration date of 30-nov-2023.